Event description:
Information was received indicating that a smiths medical cadd solis vip pump kept displaying patient data is lost. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: a3,a3, a4, b3,b5, and h6 ( health code) device evaluation: one cadd solis vip pump was returned for analysis. The pump's internal battery was charged for at least 7 days. The reported alarm was duplicated again. It was recommended that the printed wiring assembly board to be change due to the fact that the internal battery is not charging.

Event description:
Additional information was received indicating that patient's delivery was delayed due to the malfunction. A different pump was used to resume therapy.